Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl despite multiple corrections while wearing the pod between 24 and 36 hours. Patient was bleeding when pod was being removed. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. There was no evidence of blood on the device. No damages or manufacturing deficiencies were observed on formed needle and bottom housing that would cause bleeding or bruising at the infusion site. All the three batteries were measured to be low. Internal corrosion was noted in the device, mainly found on the pcb. So, the pod data was downloaded by powering pcb using an external power supply. No source of internal fluid leakage was found that would cause corrosion. The exact source of the corrosion could not be determined. A crack was observed on the top housing. It could not be determined when the crack had occurred or if it contributed to the internal corrosion.